Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was blurry, screen goes in and out. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected missing segments/partial display anomalies noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, cracked case from display window corner and minor scratched lcd window. The test infusion set and reservoir does lock into place. (B)(4).